Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experiences intermittencies in sound with the device when moving his head. When keeping his head in a certain position the sound is present but when the position changes the sound stops completely.

Manufacturer narrative:
Based on the received information from the field, a technical implant failure seems likely. However to determine an exact root cause, investigation of the explanted device would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user experiences intermittencies in sound with the device when moving his head. When keeping his head in a certain position the sound is present but when the position changes the sound stops completely. Re-implantation is considered.